Event description:
Related to MFR report # 2183959-2012-01850. Related to MFR report # 2183959-2012-01851. It was reported that the plaintiff was implanted with an ams perigee transobturator prolapse repair system to treat her pelvic organ prolapse and/or stress urinary incontinence. The implant date was not reported. As a result of the implanted products, plaintiff was caused and in the future will be caused to "suffer severe personal injuries, severe emotional distress," significant mental and physical pain, "has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.